Event description:
A silicone lens model aq2010v was implanted and removed without pt injury. The lens was removed because the surgeon did not like the way the lens looked in the pt's eye. It was indicated that the surgeon implanted the lens without using an injector and cartridge. The facility stated there was no product malfunction.